Manufacturer narrative:
Approximate age of device ¿ the day of implant. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced persistent, but brief, low flow alarms. Reportedly, there was no clinical reason for the low flows. The patient has been asymptomatic. Ramp echocardiography showed that the lv was well decompressed. The low flows continued despite adjustments to pump speed and medical treatment. The alarms occur everyday around the same time of the day. The healthcare professionals are concerned about inflow cannula malpositioning or flow obstruction of either the inflow cannula or outflow graft. Reportedly, there was no clinical evidence for thrombosis, and pump power was very stable. CT angiography did not suggest an obstruction. The log files submitted to the manufacturer's technical services revealed low flow alarms and no other unusual events. No additional information was provided.

Event description:
Additional information: it was reported that the low flow alarms improved when the pump speed was increased from 5000 to 5600 rpm. Log files reviewed by the manufacturer's technical services noted no low flows. The pump values and parameters were within normal limits, and the equipment was functioning as expected. No additional information was provided.

Manufacturer narrative:
Analysis conclusion: the report of low flow events can be confirmed based on the submitted log files. The system controller log file captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5200 rpms. A second system controller log file was submitted which also captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. A third system controller log file was submitted which also captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Besides these events, the device appeared to be operating as expected at the set speeds of 5000 rpms. A specific cause for the low flow events cannot be conclusively determined. A fourth system controller log file was submitted which captured the device operating as expected at the set speed of 56500 rpms. No unusual events or alarms were captured in the log file. The heartmate 3 left ventricular assist system instructions for use (IFU) describes the pump flow display and pulsatility index, and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 5 notes that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. Additionally, the steps to reorient the pump can be found in section 5. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.